Event description:
According to the reporter: after the fifth application, the instrument could not be released from tissue. The procedure was converted to an open procedure.

Manufacturer narrative:
Initial report sent to FDA on 10/09/2009.